Event description:
The shipping products were received with ripped tyvek.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). We were unable to analyze the package utilized in the reported event, as the package was not returned to us, we have reviewed related attachments and documented the circumstances as they were reported to us. A photograph was submitted; the tyvek lid represented in the picture appears have damage to its surface. The damage to the surface of the tyvek did not appear to compromise the sterility of the product. Batch history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.